Manufacturer narrative:
Unit received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack because of no screw thread in battery compartment. The customer's blood glucose level was unknown. The device will be returned for analysis.